Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states they had air bubbles in the reservoir. The customer's blood glucose level at the time of incident was unknown. The customer's levels had been as high as 400mg/dl. The customer declined to troubleshoot for the highs. The customer was assisted with air bubbles and reservoir issues.